Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (1000 mcg/ml at 198.6 mcg/ day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was replaced yesterday due to end of service and they were programmed with dilaudid at 2000 mcg/ml with a dose of 198.6 mcg/ day, but the drug in the pump was actually 1000 mcg/ml. The hcp stated that they noticed the patient was in withdrawal today. They would fill the pump with 2000 mcg/ml and prime the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.